Event description:
Doctor attempted to implant a restoration ha stem during revision surgery. The stem was not stable. He was not able to go from a 10 to an 11 proximally.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. Review of the DHR indicates the device exterior dimensions are inspected at 100% frequency prior to grit blast and arc deposition processes during manufacture, and all devices in the subject lot passed the inspection. Complaint history review: there have been no other events reported for the reported manufacturing lot. Visual inspection: the returned device is unremarkable. Some damage to the proximal coated section is noted, consistent with the reported implantation attempt. Functional inspection: not performed because the event is related to in-vivo performance and therefore functionality could not be duplicated. Dimensional inspection: dimensional inspection could not be performed as the controlled exterior dimensions of the device are defined prior to the grit blast and arc deposition proximal coating process steps. The dimensions cannot be accurately measured on a finished part. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. The returned stem was unremarkable. Seating height of pressfit stems is dependent on multiple factors, including but not limited to: quality and technique of bone preparation, patient bone morphology and quality, and implantation technique. Without additional clinical records such as x-rays and operative reports the root cause of the event cannot be confirmed. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
Dr. Attempted to implant a restoration ha stem during revision surgery. The stem was not stable. He was not able to go from a 10 to an 11 proximally.